Event description:
It was reported that the patient had an inappropriate shock due to oversensing. The patient has a left ventricular assist device which was recently implanted. The sensing vector at the time of the shock was programmed to the alternate sensing vector. Technical services discussed some options with the caller. The clinic is considering replacing the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.